Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a cartridge alarm 19 with a cartridge during basal delivery. Customer's blood glucose level was not provided. It was indicated that the customer was able to load a cartridge successfully and resumed insulin delivery.